Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge was hanging out the end of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 60.

Manufacturer narrative:
(B)(4). The device was manufactured from 4/8/14-4/11/14. The device was returned and an evaluation was performed to investigate the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was observed that the sponge was partially sticking up in the cap. Upon conclusion of investigation, the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.